Manufacturer narrative:
It was reported that when the end user sat down on the commode, the back right leg bent and he fell backwards. This end user has been permanently disabled for the past 3 years due to a crushing spinal injury that he suffered 4-5 years ago. The wife indicated that this fall further injured his existing spinal fracture. The sample was returned and evaluated. The tips displayed normal wear and no fractures were identified on this device. The rear right leg was bent inward beginning at the junction where the frame and backrest meet. The backrest was still intact. No signs of a possible manufacturing defect were identified. The transfer technique utilized by the user is unknown. Unbalanced and/or improper transfer techniques may have been a contributing factor to this reported incident. Due to the reported injury, this medwatch is being filed.

Event description:
The end user fell while using the commode further injuring his spinal fracture.